Manufacturer narrative:
The customer complaint of a bad motor was not confirmed, however an issue with the motor circuitry was confirmed and replicated during testing. Review of the pump module error logs recorded 28 instances of channel error 242.4030 (motor_stall_failure). A motor stall error is generated when the pump module does not detect the expected response from the optical encoder flags. During functional test of the customer¿s returned pump module device the device also alarmed for channel error 232.4030. During external inspection an impact event was found on the clear window on the keypad assembly. This impact event also damaged the dot matrix information display which resulted in missing pixels. Internal inspection also confirmed a loose push rivet and broken optical sensor on the air-in-line sensor assembly. It is suspected that the impact event dislodged the push rivet allowing unwanted movement of the air-in-line sensor assembly and optical sensor (op1) impacting other assemblies. This is suspected to have resulted in the observed damage. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported that a device with an unknown problem was sent from a nursing care area to biomed for assessment around the date of june 18-20, 2018. During biomed troubleshooting, a bad motor was identified. The biomed requested a cad investigation to determine the cause of the bad motor. No patient involvement was reported.